Event description:
It was reported that the duraloc cup impactor handle broke. No delay.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual examination of the device cannot confirm the complaint. The handle of the device was found broken in two pieces, not cracked. Broken fragments were returned for examination. No other defect was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The handle of the device was found broken in two pieces. Broken fragments were returned for examination. No other defect was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided "the duraloc cup impactor handle cracked." Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.